Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer syringe and buffer valve. The fse replaced the buffer valves and buffer syringe, and performed cleaning of the reference line which resolved the issue. Date of birth: information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrolyte) patient results with low anion gap on their au5800 chemistry analyzer. The customer repeated the samples with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.